Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the segment broken, the insertion flexible tube (ift) buckled, the angle wire play, the insertion flexible tube (ift) leak, the air/water nozzle dirty, the junction case loosened, the lg prong top loosened, the insertion flexible tube (ift) collapse, the lg root brace rubber flared, and the root brace rubber flared; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.